Event description:
"Nurse inserted catheter and pressed button to retract needle. She laid what she thought was 'safe' stylet on tray and later went to pick up and got needle stick because needle only retracted about 1/2 way."

Manufacturer narrative:
Results: rec'd 26 rep unused sealed units from lot number 9229726. Performed a visual/microscopic examination and observed no mechanical/physical damage to the spring, needle hub, grip, any missing components or evidence of glue on the button or hub. All 26 units did retract without delay into the safety barrel when the button was pushed. Observed no damage to the grip or hub. Conclusion: the investigation did not confirm for needle stick injury-needle retraction failure as stated by the customer. The returned unit did not display any adverse characteristics that would contributed to the defect the customer complained about. The defects described in the incident report could not be confirmed or replicated with the returned units. The incident is indeterminate. CAPA (B)(4) was initiated to investigate the causes of glue placement. The CAPA was opened in august 2008. This CAPA improved the part placement during the dispensing of the glue and minimized equipment vibration at product assembly for all eight autoguard lines. The closure of the CAPA was feb 3, 2009. (B)(4)